Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. The hp had disconnected prior to the alarm without using proper disconnect procedures. The hp then reconnected to the hc using aseptic technique. The patient line had been properly primed and no patient extensions were in use. The bags were properly connected and there were no open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) informed the home patient (hp) of the error's meaning and that they should always press stop before disconnecting. The hp would complete therapy with a manual exchange and contact the pd nurse (pdn) about the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.